Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose over 700 mg/dl. The customer's blood glucose was 423 mg/dl at the time of incident. Their current blood glucose was 155 mg/dl. The insulin pump passed both the displacement test and self test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.